Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator and the surgeon that the patient was seen in the clinic the week prior and his ldh was 1200 and his inr was subtherapeutic at 1.6. The patient was admitted into the hospital and was treated with IV heparin. The patient's pump was exchanged approximately a week later for suspected pump thrombus, secondary to low inr.

Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
(B)(4). The evaluation of the lvad confirmed the presence of thrombus within the device as the evaluation revealed a deposition in the inlet stator. The distal side of the inlet stator revealed a white/dark red, deposition. The deposition was consistent with denatured blood and formed in laminated layers, which are indications that it likely developed over a period of time while the pump was supporting the patient; however, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: hemolysis.